Event description:
A surgeon reported that during intraocular lens (iol) implantation, one haptic became detached while irrigating and aspirating. The incision was widened to facilitate removal of the lens. A second haptic was broken during the removal process.